Event description:
N/a.

Manufacturer narrative:
Trackwise (B)(4). The device was returned to the factory for evaluation on 02/10/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The ceramic c-ring was observed to be split in the center of the c-ring. No other visual defects were observed. An investigation was conducted on 02/11/2025. A visual inspection was conducted. Signs of clinical use with the vein left on the device and heavy evidence of blood was observed. The return consisted of the cannula, hp2 tool, btt with the intact insufflation tubing. There were no visual defects observed on the intact cannula handle, hp2 tool, btt with the intact insufflation tubing. The c-ring was observed to be cracked/split in the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula but had to be pulled out to be observed. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. It was determined that the break was a clean break running along the back rib of the c-ring with no missing pieces noted. Based on the returned condition of the device as well as the photographic evaluation as well as the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000443632 history record review was completed. There was an ncmr, rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw#: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported while conducting an endoscopic harvesting the whole leg for a CABG x4, he was in the proximal thigh with 4 branch transections remaining when he noticed the vasoview hemopro 2 cannula's c-ring split in two. There was nothing unusual that occurred, and the harvester did not witness the break. The harvester was able to complete the case with the original device without using the c-ring for the remaining portion. The c-ring was able to be retracted back into the cannula and removed from the tunnel in the normal fashion. There was no conduit damage, procedural delay, blood loss, or need for another incision.